Event description:
It was reported by the customer that the new 'z' type sling clips appear to vary in size causing the clips to fall off the pin/peg located on the spreader bar of the lift while in use with transferring a resident. There were no injuries reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration#(B)(4)) on behalf of the MFR arjo hospital equipment (B)(4) (registration#(B)(4)). Add'l info will be provided following the conclusion of the MFR's investigation.